Event description:
It was reported by the customer that during a routine inspection of a hcu30 unit the 12 amp breaker tripped. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the device and found that the unit powered up with an error code 3008.2. The compressor on the unit did not turn on. The customer rec'd a loaner device and the defective hcu30 was returned to factory for repair. A supplemental medwatch will be submitted if add'l info becomes available.